Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a question as to why the patient's interrogation quick look screen counters do not match the episode list for events. It was also reported that during preaching at the sunday sermon, the patient received an inappropriate shock for supra ventricular tachycardia (svt) due to the stored rwave template being larger than the actual episode wave. It was noted that two months later, the new stored wavelet template appears smaller than previous. The device remains in use and no further patient complications have been reported as a result of this event.